Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's power supply failed and required replacement. The power supply was replaced to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system powered down during a procedure and users were unable to turn it back on.the customer added that there was no delay to patient care; the procedure was underway for some time before the power failure. No medication was required during the station's downtime, the station was swapped with a different device and emergency drugs were available during the exchange process.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d5, d9, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2021 to 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there was power down due to power supply failure. Replaced power supply. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced power failure during a procedure, although it was operational at the start of it. The system was moved to another room to power up, however, no change observed. The customer also noted that no medication was required during the station¿s downtime, the station was swapped with a different device and emergency drugs were available during the exchange process. There were no adverse events or injuries reported based on this incident.